Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump had absence of no delivery alarm. Customer stated that she notice that she was not getting any insulin due to a problem with her infusion set and unit did not alert her. Nothing further was reported.